Event description:
The customer reported the c-arm does not go down. C-arm charger failure error. No pt injury was reported.

Manufacturer narrative:
The power supply was replaced due to lift column problem. System tested per service manual and performed as intended.